Event description:
It was reported that there were observations of right ventricular (rv) lead noise oversensing and increases in pacing impedances to greater than 3000 ohms. An surgical procedure was performed where this lead was revised, where it was reported it was broken with observations of high impedances and thresholds. The lead was replaced. No additional adverse patient effects were reoorted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).